Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device experienced vibration and made an abnormal and excessive noise. It was further observed that the hose was cracked, the connector and housing pin were loose and there was an electric leakage. It was determined that the device had a cord and component damage. It was further observed that the labeling had an illegible etch. It was further determined that the device failed pretest for visual assessments, loctite assessment motor thermistor assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector body and noise assessment. It was noted in the service order that the hose was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device vibrating, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).